Event description:
After several pulls with mushroom cap obstetrical vacuum delivery system baby was delivered. It was noticed after delivery that baby had subgaleal hemorrhage. Facility is performing a retrospective review regarding deliveries with this device.